Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo became aware of an event involving a citadel plus bed frame. It was claimed that the side rail disengaged during use. Multiple staff members had to assist a patient to the floor. No injury was claimed as outcome of this event.

Manufacturer narrative:
Arjo became aware of an event involving a citadel plus bed frame. It was claimed by the customer staff that the side rail disengaged during use and the patient almost fell out of the bed. Multiple staff members had to assist the patient to the floor. No injury was claimed as an outcome of this event. The bed frame involved in the reported issue was excluded from use and picked up by an arjo representative to be inspected at arjo service centre. During the inspection, no issue with the locking mechanism was found, it operated correctly (lock/unlock), however following the customer¿s request, the technician replaced the side rail. Based on the results of the bed frame evaluation we may assume that the side rail was incorrectly locked in the upright position therefore it released when the patient was leaning against it. Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374_b_en): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The side rail disengaged during use and from that perspective the citadel plus bed did not meet the performance specification. The device was in use by the patient and therefore it played a role in the event. No injury was reported. The complaint was assessed as reportable due to the allegation that the side rail disengaged during the use.